Event description:
The customer reported the system displayed an 'ac line sensor failed' error message. As a result, the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor was replaced. The system was then found to be operating as intended.